Event description:
The customer called to report a blank display during a bolus attempt. Troubleshooting was performed, and the screen returned with an alarm. The customer felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.